Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a faulty function as heart was doing well. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this remote communicator of this device displayed a red call doctor icon. Subsequently, troubleshooting efforts were performed, and the patient was referred to contact their clinic regarding the red call doctor icon. Upon review of the data, it was noted that this device exhibited out-of-range pacing impedance measurements on the right ventricular (rv) lead. At this time, this product remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.